Event description:
Surgeon had placed several stents in the patients left common and external iliac arteries. Afterwards the physician proceeded to perform angioplasty. The balloon burst inside the patient and the surgeon struggled to remove the balloon. When the balloon was finally removed from the patient most of the balloon broke off and was left inside the stents in the patient. The surgeon then had to place two new stents within the original stents to tack down the balloon and prevent occlusion. Manufacturer response for balloon dilation catheter, advance 18lp low profile pta balloon dilation catheter (per site reporter): a representative of cook medical took the device and said it would be returned to the company for failure analysis.